Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and low blood glucose levels. The customer states they received lost sensor alarm. The customer states their levels dropped to 23mg/dl and treated with glucagon shot. The customer's most current level was 103mg/dl. The customer was assisted with shutting off the sensor, and declined to troubleshoot for the lows.